Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Investigation is in progress pending the completion of the engineering evaluation of the specimen return. (B)(4).

Event description:
As reported, during the treatment of an av outflow stenosis, a gore viabahn endoprosthesis was introduced using an 8fr introducer sheath and .035" guidewire. The device was deployed; however, upon removal of the delivery catheter, the physician noticed part of the delivery catheter was missing. It was discovered that the distal catheter/tip had detached inside the patient. The physician used a snare to remove the distal shaft/tip. The patient was fine after the procedure.

Manufacturer narrative:
Engineering evaluation summary- the delivery catheter was returned to histology without the endoprosthesis or deployment line or knob. A segment comprised of the transition piece, distal shaft on which the endoprosthesis had been mounted, and distal tip was detached from the remainder of the delivery catheter. The distal end of the dual lumen catheter tubing did not appear to have been bonded to the transition piece or the distal shaft. The distal shaft on which the endoprosthesis had been mounted was kinked at locations approximately 9mm, 18mm, 29mm, 41mm, and 50mm from the distal tip.